Event description:
It was reported that a spectrum iq infusion pump had occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "occlusion error." Was not reproduced as testing could not be completed due to system error 321. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. The device will be repaired to meet all specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.